Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient could not increase their stimulation. An impedance check was performed and found that the left lead has all high impedance with red x¿s. The patient noted a potential contributing factor as an incident that occurred in (B)(6) of 2019 where she experienced some injuries. The manufacturer representative was able to program on the lead with good impedance measurements. The patient is pleased with programming using the good lead, and the issue was noted to be resolved at the time of the report. No surgical interventions were planned or performed. There were no further complications reported or anticipated.